Event description:
New information noted that the implantable cardiac monitor exhibited pause episodes due to undersensing. The patient was presented in the clinic and programming changes were made.

Event description:
New information noted that the patient presented for a follow-up in clinic and programming changes were done. The patient was in stable condition.

Event description:
It was reported that the patient presented remotely via merlin.net. Upon review of the transmission, it was noted that the implantable cardiac monitor exhibited episodes of noise. No intervention was performed and the patient's condition was stable.

Manufacturer narrative:
Further information was requested, but not received.